Event description:
It was reported to boston scientific corporation that a c.r.e. Wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy with dilatation of the pylorus procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the balloon kinked during advancement through the scope and would not exit at the head of the scope. The device was withdrawn and the procedure was completed with another of the same device. Follow up indicates that a silicon spray and vacuum were not applied or maintained during advancement through the scope and the physician felt resistance. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Event description:
It was reported to boston scientific corporation that a c.r.e. Wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy with dilatation of the pylorus procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the balloon kinked during advancement through the scope and would not exit at the head of the scope. The device was withdrawn and the procedure was completed with another of the same device. Follow up indicates that a silicon spray and vacuum were not applied or maintained during advancement through the scope and the physician felt resistance. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
Pt was under 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the balloon to be in a wingfolded configuration (confirming no prior inflation) and a kink was present on the catheter shaft. No other damage was noted to the device. The balloon inflated without issues to 6atms and 20mm per flag label. The returned device was found to be kinked along the catheter shaft and the balloon was undamaged and inflated without issues. The dfu states that a vacuum must be applied to the balloon during advancement of the device through the scope, however the balloon was not properly advanced (vacuum was not applied/maintained). It is probable that the balloon could not be advanced as a result of an insufficient vacuum, leading to the application of excessive force in advancement. A kink can result from excessive advancing force. The root cause for this complaint is use/user error.